Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. This complaint is legal. The patient was revised on (B)(6) 2007 for pain, discomfort, and poly wear. The revision operative note indicated there was poly wear. The patient went through a previous revision on (B)(6) 2003 where the depuy femoral head and liner were implanted. The manufactuer and doi of the stem and cup is unknown at this time as they were implanted before (B)(6) 2003 and there are no medical records for that operation. The (B)(6) 2007 revision note indicated the cup was malpositioned, but since the manufactuer is unknown at this time it will not be reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.